Event description:
Consumer reported complaint for hi, high and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from all meter memory results provided. The customer¿s expected am fasting blood glucose test result is below 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 10/15/2026 and open vial date is <1 week. The meter memory was reviewed for previous test result history: result 1: 248 mg/dl, date:(B)(6), time: 8:37am fasting, result 2: 409 mg/dl, date: (B)(6), time: 5:38am fasting, result 3: 446 mg/dl, date: (B)(6), time: 4:06am fasting, result 4: 405 mg/dl, date: (B)(6), time: 4:44am fasting, result 5: 415: mg/dl, date: (B)(6), time: 4:28am fasting, result 6: 348 mg/dl , date: (B)(6), time: 4:25am fasting , result 7: 581 mg/dl, date: (B)(6), time: 6:56pm non-fasting , result 8: hi mg/dl , date: (B)(6), time: 6:55pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 28-oct-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.